Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose of over 500 mg/dl. Troubleshooting found that there were no alarms in the pump history and the customer was advised to change out the entire set. The customer indicated that their blood glucose eventually went down to 180 mg/dl. The customer was advised that the device would be replaced and to return the product for analysis.